Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a ¿filter clotted¿ alarm was generated by the prismaflex control unit during treatment. Unsuccessful troubleshooting was performed to resolve the alarm as the keys were unresponsive. The patient was disconnected without blood return. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A service history review was conducted and there were no deviations found related to this reported condition. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.